Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the silicone tip on the hemopro 2 device was broken upon opening the package. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the tip of the silicone boot on the cold jaw was dislocated. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).